Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The device passed both the homechoice rite (returned instrument testing evaluation) electrical test and the rite functional test. An external/internal inspection was performed and passed. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was performed and passed successfully. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported than a high drain 104 alarm occurred at the end of therapy on the homechoice. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume event. The technical service representative assisted the hp to clear the alarm and end the therapy. The ultra filtration for drain five equaled 2618ml and the fill volume equaled 2300ml. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.